Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred as well as a cartridge alarm during insulin delivery. During troubleshooting with technical support, the malfunction alarm was cleared, the same cartridge was reloaded, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.